Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer and reported that the site was experiencing an ergonomics error. No obstructions were seen around the console. The console was hard power cycled and the issue remained. The customer was aware they could disable the ergonomics to proceed with the case, and the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reported and obtained the following additional information: the initial reported said customer disabled the ergonomics and completed the procedure using the same surgeon side console.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) manipulator controller ergo base (mceb) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.